Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's blower assembly, blower bellows, blower mount, blower cap, main housing, blower chassis plate, muffler assembly, base assembly, tubing blower chassis, tubing-fio2, tubing-low flow o2 and tubing system board need replaced due to contamination, blower assembly, blower bellows, blower mount, blower cap, main housing, blower chassis plate, muffler assembly, base assembly, tubing blower chassis, tubing-fio2, tubing-low flow o2 and tubing system board need replaced due to contamination.